Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deep scrape marks at channel opening, likely the result of stress and wear of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Foreign object/ possible top layer tear inside biopsy at metal seam at first metal ring inside inner channel.